Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that there was a mismatch of information on a patient's transmission report from the remote monitor network website. One section of the report indicated the patient's lead impedance measurements were over 300 ohms while a different section of the report indicated that the lead impedance measurements were normal. The patient had received a device interrogation one week ago. The remote monitor network website remains in use. No patient complications have been reported as a result of this event.